Event description:
Boston scientific received information that following pocket closure, this lead displayed diaphragmatic stimulate and loss of capture (loc). It was observed that the lead had dislodged. A revision procedure was performed. The physician cut the lead cut at the proximal end to gain access into the subclavian vein. The lead was in multiple pieces and was not to be returned for reliability analysis. An active fixation lead was successfully implanted. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.